Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
An impella 5.5 was implanted in a patient presenting with coronary artery disease and reduced ejection fraction. The patient exhibited chest tube drainage from a pleural tube and the bleeding appeared old. The patient was taken back to the operating room for a chest washout. Vasopressors were administered. The patient maintained pressure on minimal support. The decision was made to explant the impella 5.5. The patient survived.